Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe screen was black. The tse guided the customer to check the power supply, power cord, and power switch with no improvement. The customer swapped to a third party electrosurgical generator unit (esu) to continue the procedure. A work order was dispatched. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and reviewed the logs and noticed the erbe blackscreen which could not start. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.